Event description:
On (B)(6) 2013, during a mastiodectomy procedure, the medium attachment made noise. The duration of the procedure was more than doubled due to the slow performance of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal component wear from use over time.